Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly in the failure analysis center and determined that the cause of the reported issue was a failure of an integrated circuit chip, designator u5. The ic chip measured 90 ohms from pins 12 to 13 which led to the reported power issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the power pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer reported to physio-control that their device will not power on. There was no patient use associated with the reported event.